Event description:
The report received from the field indicated that the physician hand-crimped a palmaz genesis stent on to a maxi ld 7f 16 x 4 80 cm balloon catheter (bc). The approach was right femoral. The device was advanced through a 9 fr. (Non-cordis) catheter sheath introducer (csi) to the thoracic aorta. The patient had an aortic coarctation. The physician chose to place a balloon-expandable stent across the obstruction to alleviate the patient's symptoms. Upon advancing the stent outside the end of the sheath, it was noted that the balloon while on negative pressure, was aspirating blood into the inflation device. The stent was deployed successfully. There was no reported patient injury. The option of withdrawing the undeployed stent/balloon assembly back into the sheath was determined to be at high risk for stent embolization, so the decision was made to attempt to deploy the stent as much as possible with the leaking balloon. Several attempted inflations were made with a saline syringe. The physician was able to deploy the proximal end of the stent, but not the distal end. Therefore, removal of the ruptured balloon was required, advancement of another balloon thru the partially deployed stent allowed the stent to be successfully deployed at the intended site. The maxi balloon hub was removed with a #11-blade, then the outer shaft was also cut and removed approximately two inches away from the hub to then allow the physician to push forward the inner shaft of the coaxial balloon to enable the excessive amount of mushroomed balloon material to straighten out enough for safe removal of the balloon from the patient's femoral access site. Manual compression of the femoral access site achieved hemostasis with no evidence of a hematoma. No complications resulted in the procedure, and patient tolerated the procedure well.

Manufacturer narrative:
Concomitant products: palmaz genesis: pg3910b stent, 9fr cook flexor sheath. There was no reported product issue with the stent used. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or vessel. There was minimal resistance/friction noted during advancement through the (non-cordis) guiding catheter. There was no difficulty reported crossing the lesion. The catheter was not in an acute bend. The bc did not deflate or re-wrap properly. The device was difficult to remove through the sheath. The device was removed together with the sheath at the end of the procedure. The device was intact when it was removed. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that a 16mm x 40mm maxi ld balloon leaked during negative pressure, the physician then encountered withdrawal difficulty through the sheath and the device then had to be cut in order to withdraw the device safely. The physician hand-crimped a palmaz genesis stent on to a maxi ld 7f 16x4 80cm balloon catheter (bc). The approach was right femoral. The device was advanced through a 9 fr. (Non-cordis) catheter sheath introducer (csi) to the thoracic aorta. The patient had an aortic coarctation. The physician chose to place a balloon-expandable stent across the obstruction to alleviate the patient's symptoms. Upon advancing the stent outside the end of the sheath, it was noted that the balloon while on negative pressure, was aspirating blood into the inflation device. The option of withdrawing the under-deployed stent/balloon assembly back into the sheath was determined to be at high risk for stent embolization, so the decision was made to attempt to deploy the stent as much as possible with the leaking balloon. Several attempted inflations were made with a saline syringe. The physician was able to deploy the proximal end of the stent, but not the distal end. Therefore removal of the ruptured balloon was required, advancement of another balloon thru the partially deployed stent allowed the stent to be successfully deployed at the intended site. The maxi balloon hub was cut with a #11-blade, then the outer shaft was also cut and removed approximately two inches away from the hub to then allow the physician to push forward the inner shaft of the coaxial balloon to enable the excessive amount of mushroomed balloon material to straighten out enough for safe removal of the balloon from the patient's femoral access site. Manual compression of the femoral access site achieved hemostasis with no evidence of a hematoma. No complications resulted in the procedure, and patient tolerated the procedure well. There was no reported product issue with the stent used. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or vessel. There was minimal resistance/friction noted during advancement through the (non-cordis) guiding catheter. There was no difficulty reported crossing the lesion. The catheter was not in an acute bend. The bc did not deflate or re-wrap properly. The device was difficult to remove through the sheath. The device was removed together with the sheath at the end of the procedure. The device was intact when it was removed. (B)(4): one non sterile maxi ld 16.0mm x 4.0cm 80cm was received coiled inside a plastic bag. There were blood residues observed in the device. The device was received in two parts, the parts were received 12.0cm from hub and 80.5 cm from distal tip end. The body shaft was ripped since body shaft show elongation. The balloon was inflated and deflated. Unknown catheter sheath introducer was received with the returned device. The delivery shaft of unknown catheter sheath was accordioned. No other anomalies were observed in the returned device. A leak test could not be performed due to balloon conditions and body shaft. Sem analysis was performed to identify the cause of balloon burst. Sem results showed that the balloon external surface exhibited evidence of scratching near the tear edge. The inner body presented evidence of elongations; this characteristic suggests possible stretching/ pulling until separation. The balloon internal surface exhibited no evidence of damaged. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon leakage-during negative prep reported by the customer was confirmed; however, the exact cause of the balloon burst could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. The failure pta system withdrawal difficulty-unable was confirmed since the catheter sheath introducer was received accordion. The failure balloon deflation difficulty was not confirmed since the balloon was received burst. The failure balloon re-wrapping difficulty was not confirmed due to balloon conditions. With the information provided it is not possible to determine an exact cause for the difficulties reported by the customer; however crimping of the stent onto the balloon may have been a contributing factor. There is nothing in the device history report review, the analysis or the event description to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.